Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient's father forgot all (B)(6) devices that were not connected except for the transmitter, turned (B)(6) off and then turned it back on again. The issue was resolved. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2015. The customer complaint of loss of connection was confirmed. A root cause could not be determined.